Manufacturer narrative:
The following other devices were also listed in this report: tritanium bplate triathlon s5; cat# 5536b500; lot# ctd9412, tritanium patella-symmetric; cat# 5556-l-319; lot# a2nm, triathlon p/a cr beaded #6r; cat# 5517f602; lot# ax62r. Review of the device history records indicate all reported devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lots referenced. There have been no other events for the sterile lots referenced. An evaluation of the devices cannot be performed as the devices were retained by the hospital and were not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report.

Event description:
Patient had a total knee arthroplasty on (B)(6) 2016. Sales rep was contacted on (B)(6) that the patient was to undergo an incision and drainage and tibial insert swap procedure. Upon review of a copy of the sticker sheet it was determined that a ps tibial insert may have been inserted rather than a cs poly. The surgeon stated that the poly was coming out either way as the patient was a heavy smoker and had signs of a possible infection. It was confirmed during the surgery on (B)(6) that a ps poly insert had been put in with a cr femur rather than a cs poly. The ps poly insert was removed and a new cs poly was inserted. This report is for the revision due to infection.